Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited occasional undersensing during an episode of ventricular fibrillation (vf). The lead remains in use. No patient complications have been reported as a result of this event.